Event description:
Allegations of arthralgia, myalgia, chronic fatigue, rashes on face and leg, sleep disturbances, bruisability or bleeding disorder, persistent low grade fever or night sweats, burning pain in the chest, breast, arms or substantial loss of function in breast due to disfigurement or other complications, acid like skin burning sensations, peeling skin, dry skin, sores, inflammation, eczema, weakness, chronic headaches, severe headaches with nausea, chills, weight changes, shortness of breath, deposits of scar tissue, implant wrinkles, visible implant outlines, sloshing sounds from implant movement, large ugly disfiguring scars, swelling of the legs and hands and capsular contracture. Alleged linear tear and rupture.